Event description:
It was reported that the patient was in the operating room for a revision of a lumbar fusion and the healthcare provider (hcp) discovered a hole in the catheter. The hole was ¿just north¿ of the anchor in the spinal/distal segment. The 2 cm where the whole was located was removed and the catheter was reconnected using a pin. The device system was used to deliver morphine and bupivacaine. The patient status was reported as ¿alive-no injury¿.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).